Event description:
The customer reported falsely depressed sodium results on the alinity c processing module, serial number (B)(6), for two patients. The following data was provided: sid (B)(6) initial sodium result = 113.7 repeat result = 137.96, sid (B)(6) initial sodium result = 114.77 repeat result = 138.7. Reference range for sodium = 138-145 mmol/l there was no impact to patient management reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. Section a patient information: refer to section b5 for complete patient information. All available patient information was included. Additional patient details are not available.